Event description:
A customer in the united states notified biomérieux of false susceptible oxacillin result for staphylococcus aureus in association with vitek® 2 ast-gp67 test kit (ref 22226) - lot 1320346103. The customer reports that the staphylococcus aureus isolate was pbp positive. When tested with vitek® 2 ast-gp67 test kit, the customer obtained an oxacillin susceptible result. Cefoxitin screen was negative. Repeat testing on vitek® 2 obtained the same oxacillin susceptible result, again with a negative cefoxitin screen. The customer tested isolate with microscan with an oxacillin resistant result. The isolate was reported as mrsa to the physician based on the initial pbp positive result. The customer stated that no wrong results were reported to a physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from the united states had notified biomérieux of obtaining susceptible oxa results (mic=1 and 2) when testing a s. Aureus isolate on vitek® 2 ast-gp67 test kit (ref 22226). Microscan gave resistant results (mic>=2) and pbp2a latex testing was positive. An internal biomérieux investigation was performed. The customer no longer had the strain for submittal. The isolate submittal is required in order to confirm a vitek® 2 discrepancy (compared to the appropriate reference method). Submittal of raw data from customer testing is required in order to assess the growth of the isolate in the vitek 2 card. Vitek® 2 ast-gp67 lot# 1320346103 met final qc release criteria. This lot passed initial qc performance testing.